Event description:
The pt reported experiencing sound quality issues with his device and mild shocks without the device. External equipment was exchanged. A CT scan was performed to reveal extracochlear electrodes. The ctr will pursue device revision surgery.